Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that resistance was felt during removal of the protective sheath from a 2.25 x 15 mm multi-link 8 stent delivery system (sds) and when removed, the stent dislodged from the balloon and was found inside the protective sheath. The device was not used and there was no patient involvement. A new multi-link 8 sds was used to complete the procedure. There was no resistance noted during removal from the dispenser coil. There was no clinically significant delay. No additional information was provided.